Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, blood was found in/on the helix/lobe mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, it was suspected that the superior vena cava (svc) coil of the lead had been damaged due to a tight fit in the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.